Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2178073. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that the insulin appeared to be "dirty" after drawing it up into the bd ultra-fine¿ ii insulin syringe. This occurred with 12 syringes. The following information was provided by the initial reporter: "the insulin in the syringe looks dirty after filling."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insulin appeared to be "dirty" after drawing it up into the bd ultra-fine¿ ii insulin syringe. This occurred with 12 syringes. The following information was provided by the initial reporter: "the insulin in the syringe looks dirty after filling."

Event description:
It was reported that the insulin appeared to be "dirty" after drawing it up into the bd ultra-fine¿ ii insulin syringe. This occurred with 12 syringes. The following information was provided by the initial reporter: "the insulin in the syringe looks dirty after filling."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as deflective scale marking and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.